Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the hcp was not aware of the pump going empty and the pump stopping event as the patient was new to their office. The patient's history of present illness from a consultation with a new physician (B)(6) 2025 recorded that the patient had issues with their pump with similar situations occurring since it was changed out in 2023. Reading the logs showed no evidence of adverse events, but the patient had stated they actually had a motor stall in the past.

Manufacturer narrative:
B3. Correction. Event date is unknown. Patient stated issues with the pump since implant in 2023, but a specific date is not valid as it it unknown when the alleged motor stall occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via their healthcare provider (hcp). The patient receives an unknown drug via an implantable infusion pump for intractable spasticity. It was reported that the patient stated they felt there had been an issue with their pump since implant. The patient stated they had another situation where the pump went empty and the pump stopped. The hcp did not have specific dates. The technical services specialist reviewed options for troubleshooting the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The drug information provided was gablofen 2000 mcg/ml at a dose of 249.8 mcg/day.